Manufacturer narrative:
The referenced scope was returned to the manufacturer for service. A visual inspection was performed on the returned scope; the distal end was found broken at about 5mm from the base of the bending section area with metal protruding outside the bending section cover. In addition, the bending section's internal elements were noted to be intact and the bending section cover was removed; there were no sharp edges observed on the bending section skeleton. A leak test was not performed due to the broken bending section. The scope was last serviced on november 19, 2018. The exact cause of the reported event cannot be determined. However, based on the evaluation results, operator's technique or stress applied to the scope cannot be ruled out as a contributory factor. According to the instruction manual it states ¿do not twist or bend the bending section with your hands, equipment damage may result¿. The bending section was manipulated; the movement is abnormal due to the broken skeleton at the base of the bending section.

Event description:
The manufacturer was informed that during reprocessing, the scope was observed broken near the distal tip. There was no patient injury reported.